Event description:
It was reported that the atrial lead had an increased capture threshold. The atrial lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of increase capture threshold was not confirmed. As received, a partial lead was returned in two pieces with the helix found extended and clogged with dried blood and tissue. Electrical testing did not find any indication of conductor fractures. During high potential testing, shorting between conductors was found due to damage to the inner insulation and coils consistent with procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.